Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection two months after the original surgery. The ipp was explanted and the physician treated the infection. At a later date, a new ipp was implanted. There were no additional patient complications reported

Manufacturer narrative:
Event date and explant date are approximate.